Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification up to (B)(6) 2012. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012. The device was disassembled for investigation and the on/off circuit was scrutinized. It revealed a failure with the c9 capacitator which would result in the device switching on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The returned pad-pak from lot a1075 was found to be fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.